Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This is a correction to the initial MDR with date of this report 24-jun-2015. The initial MDR incorrectly stated "a review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event." A review of the manufacturing records was not performed due to a lot number not being received from the user facility.

Event description:
Customer alleged the closurefast catheter device was plugged in and radiofrequency generator displayed catheter is broken insert new device. Customer turned off generator and attempted to plug in the device again and the catheter still did not work. Incomplete treatment.